Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent delivery system (sds) was not returned for evaluation. Potential causes for stent dislodgement include interaction of the stent with the lesion, anatomical conditions, accessory devices and/or previously implanted stents. To help ensure stent dislodgement is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement and crimped stent outer diameter. In addition, as part of product release testing, a sampling of units is destructively tested for stent dislodgement force. The vessel and lesion site was characterized as being heavily calcified. When the sds was advanced through the lesion, it was pulled back for positioning and the xience stent was caught on calcium and subsequently dislodged. In this case, it appears that the stent interacted with the anatomical conditions and contributed to the stent dislodgement while pulling the sds back into the lesion for positioning. A review of the finished product lot history records produced no findings relevant to thos report. A query of the complaint-handling database was performed and no other incidents have been reported for stent dislodgement for his lot. The reported stent dislodgement and treatment appear to be related to the procedure circumstances and there are no indications of a product quality deficiency.

Event description:
It was reported that the stent delivery system (sds) crossed the heavily calcified proximal lesion in the right coronary artery. As the sds was pulled back for positioning in the lesion the device caught on calcium and the stent dislodged from the sds. The stent was removed from the body using a snare and there was no adverse patient sequela. Though requested, no additional information was provided.